Manufacturer narrative:
Exact catalog number and lot number "is" not known. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient received an optease vena cava filter which subsequently malfunctioned and caused injury, damage, including but not limited to filter tilt and perforation of the filter into the lung.

Manufacturer narrative:
The exact event date is not known. The following additional information received per the medical records indicate that the patient has a history of t7, t8, and t9 osteomyelitis with transverse myelopathy, and having undergone a t7-t9 corporectomy with interbody cage placement and an explorative right thoracotomy. Approximately on or about seven years and five months post filter implantation, the patient underwent a computerized tomography (CT) scan of the abdomen. The CT scan report noted that the ivc filter was seen within the superior vena cava (svc). The filter tilted posteriorly at approximately 44 degrees in relation to the superior vena cava. The proximal portion of the filter appeared to perforate/extend beyond the posterior ivc wall extending into either the pleural space or lung. The svc is small in caliber above the filter which could potentially be chronically occluded. There are also some venous collaterals along the anterior chest wall. There was atelectasis within the lower lobes. There was mild centrilobular emphysema and a few calcified granulomas within the lungs. There are postsurgical changes of cholecystectomy without abnormal fluid in the gallbladder fossa. There appears to be a 2.4 cm mass within the mid left renal sinus although not characterized well without intravenous contrast material. There is a 2mm nonobstructing calculus within the mid left kidney. There is cortical thinning bilaterally. There is moderate atherosclerotic calcification of the abdominal aorta. According to the information received in the patient profile form (ppf), approximately on or about seven years and seven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc and perforation of the filter struts into organs. The patient states to suffer from dizziness, blurred vision, anxiety, depression, and mental anguish due to the uncertain future regarding the ivc filter. Code '3191' was used since there is no available term for 'collateral circulation'. A review of the manufacturing documentation associated with lot 15312441 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient received an optease vena cava filter. The indication for the filter placement was not reported. The filter is reported to have subsequently malfunctioned and caused injury, damage, including but not limited to filter tilt and perforation of the filter into the lung. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The patient is also reported to have had a perforation of the lung; though this could not be confirmed without procedural films for review. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient received an optease vena cava filter. The information provided indicated that the filter tilted, migrated, perforated the lung and vena cava and the patient experienced collateral circulation, dizziness, blurred vision and anxiety. The patient had a history of t7, t8, and t9 osteomyelitis with transverse myelopathy, and underwent a t7-t9 corporectomy with interbody cage placement and an explorative right thoracotomy. While the indication for the filter implant was not provided, the filter was implanted twenty-six days after the previously mentioned surgery. Approximately seven years and five months post filter implant the patient underwent a computed tomography (CT) scan of the abdomen. The CT report noted that the ivc filter was seen within the superior vena cava (svc). The filter was tilted posteriorly and the proximal portion of the filter appeared to perforate/extend beyond the posterior ivc wall extending into either the pleural space or lung. The svc is small in caliber above the filter which could potentially be chronically occluded. There are also some venous collaterals along the anterior chest wall. The filter implant procedural details were not provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt, migration and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the very limited information provided and without the procedural films or post implant images to review the reported tilt, migration and perforation could not be confirmed or further clarified. Anxiety, blurry vision and dizziness do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.